Manufacturer narrative:
(B)(4).

Event description:
The patient¿s first ins was implanted at the wrong level/area where it pushed the electrodes up and after about 10 days she experienced pain. An x-ray showed that the device and leads had moved. She underwent surgery for 7hrs and 29mins. Additional information has been requested.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor. The patient stated that they were still waiting for an appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3998, lot# j0546367v, implanted: (B)(6) 2005. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3998, lot# j0546367v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that back in 2006, an implant was placed and 10 days later she was feeling pain. An x-ray was done and the patient thought they were possibly immune to the device as the x-ray showed everything was fine. During the implant, the patient mentioned she was told it would take an hour and it ended up taking 9.5 hours. It was mentioned that the patient also stayed at the hospital to charge the ins. No further complications were reported.